Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during transport while on ambulance power with a battery installed the device shut down. There was no patient harm.